Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number is unavailable. Device manufacturing date is dependent on lot number, therefore, unavailable. On 01/18/2017 a medtronic representative, following-up at the site, reported the clamp was misaligned. - return requested for suspect open spine clamp on 12/27/2016. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A site representative reported that the teeth on their spinous process clamp were misaligned. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.